Manufacturer narrative:
During the procedure, the enterprise vrd system ((B)(4)) jammed in the proximal section of the prowler select plus 150/5 cm microcatheter ((B)(4)). After this occurred, both the enterprise and microcatheter were removed as unit, and another enterprise and prowler select plus 150/5 cm microcatheter were used to complete the procedure without any patient injury. During the procedure, a jailed technique was used, and constant fluoroscopy was performed at all times. No damages were noticed on the microcatheter that may have contributed to the event, and a constant and dedicated saline heparinized solution was maintained through the microcatheter at all times. After removal, no damages were noticed on the delivery microcatheter or enterprise system or stent. The microcatheter distal tip was not re-shaped. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc) or microcatheter. The stent was still within the enterprise system. The microcatheter was returned for analysis. The target site was the (mca) middle cerebral artery with a vessel diameter of distal 3.0mm and proximally of 3.5mm. The bifurcating aneurysm measured 7mm, neck was 4mm. One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent and the introducer tube were returned inserted on the distal section of the delivery wire in the original position. The delivery wire presented no damages. No anomalies were observed on the received unit. Because the involved microcatheter (mc) was not initially received for functional analysis at the same time as the enterprise unit, the enterprise was tested with a lab sample microcatheter. The returned enterprise system was able to be advanced through the lab sample mc without any resistance/friction. When the involved mc was returned for analysis, the returned enterprise delivery wire, without the stent which had been deployed out of the end of the lab sample mc, was inserted through the returned mc. No difficulty was experienced during the test. The enterprise stent was observed under a microscope and no damage was presented. Additionally, the ID of the microcatheter was within specification. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With functional testing there was no impedance with insertion of the returned enterprise system through the microcatheter. The device did not present any indication of any manufacturing defect or anomaly contributing to the reported event. There were no damages noted to the returned delivery system or stent. It is possible that procedural factors may have contributed to the event; however, based on the available information, no conclusion can be made. Neither the DHR review nor the product analysis suggests that the reported event is related to any manufacturing issues; therefore, no actions will be taken at this time. This is 1 of 2 multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00442 and 1058196-2011-00443.

Event description:
During the procedure, the select plus 150/5 cm microcatheter (606s255x/15268744) was able to be pulled out of the vessel with the enterprise vrd system (enc452812 lot: 01427228), because the enterprise did not leave its sheath and the stent was not fully deployed.

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent and the introducer tube were returned inserted on the distal section on it original position. The delivery wire presented no damages. No anomalies were observed on the received unit. A lab sample microcatheter (mc) was used to perform the functional analysis since the involved mc was not returned together with the enterprise unit. The delivery wire was able to go through the mc and no resistance or friction was felt. When the involved mc was returned for analysis, it was used with the enterprise system (without stent) to perform functional analysis; no difficulty was experienced during the test. The enterprise stent was observed under a microscope and no damage was presented. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the costumer as 'delivery wire/impeded-in microcatheter' was not confirmed since the functional analysis was performed successfully. The root cause could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. This is 1 of 2 multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00442 and 1058196-2011-00443. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: cordis lot # 1427228 is lake region lot # 01427228. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of 2 multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00442 and 1058196-2011-00443.